Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3242ml. The largest prescribed fill volume was 2000ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. The nurse stated that she was not aware of this event and that the patient never reported any symptoms of overfill to her. Product surveillance advised the nurse of the probable cause. The nurse stated she will follow up with the patient. There was no patient injury or medical intervention associated with this event. The patient has resumed therapy successfully.

Event description:
Device issue: none. Adverse event: hypotension, requiring medication. Time of adverse event: during the procedure. It was reported via trial that during the procedure in the left internal carotid artery, after post dilatation and removal of the emboshield nav 6 embolic protection device, hypotension occurred but resolved with no treatment. The pt remained asymptomatic. Post procedure, hypotension occurred with emesis. Dopamine and zofran were administered and proamitine was resumed. The pt was weaned from dopamine and was discharged on medication, in stable condition, two days post procedure with hypotension improved but continuing. The pt has a history of hypotension. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, is not yet completed.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) event discovered during evaluation. The assignable cause of the iipv was determined to be: insufficient drain and use error as the tidal ultrafiltration removal was set too low. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
Information was rec'd that reported a pt was hospitalized due to an incident of diabetic ketoacidosis. Per the pt's parent, the pt began experiencing high blood glucose at 1:30 pm. On 09/06. She bolused insulin via pump to no effect, she also took sub-q injections of lantus and novolo. She was brought to the hospital at 11:30 that night when her blood glucose was approx 500 mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).